Event description:
It was reported that: skin discoloration and pain at region the patch was placed. The patch was placed in 2005. The patch was removed 37 days later.

Manufacturer narrative:
No product returned for evaluation. Therefore, no conclusion can be drawn.